Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during a procedure performed on an unknown date. During the procedure, the clip delivery catheter was bent, preventing the clip from being deployed. The procedure was successfully completed using another mantis clip. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during a procedure performed on an unknown date. During the procedure, the clip delivery catheter was bent, preventing the clip from being deployed. The procedure was successfully completed using another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: the returned mantis clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly with evidence of full deployment. Additionally, the distal and middle part of the catheter was unraveled and kinked. The reported event of clip difficult to release from catheter was not confirmed. Upon analysis, the clip assembly was fully deployed. It is possible that the physician encountered difficulties during the deployment of the clip, which caused the catheter to bend and unravel. Factors such as applying extra force during deployment to pull out the control wire to aid clip deployment may have contributed. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. Therefore, the most probable root cause of this complaint is adverse event related to procedure.